Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. During remote troubleshooting with philip's field service engineer (fse), the customer found a 25 pin cable connected at the rear of the unit. The fse advised the customer to disconnect the cable and the issue was resolved. The customer was advised that the cable would have to be connected after the unit is started up.

Event description:
It was reported that the unit alarms when powered on and displays a blank screen. There was no patient involvement. The event date was not specified; estimate used.